Manufacturer narrative:
Results: a visual inspection of the cartridge shows no visible damage. There is clear surgical residue on the cartridge. The lens was received and visual inspection showed the lens is torn in the optic near a haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was using a 21.5 three piece collamer lens with a cq cartridge-fp and the haptics tore off of the lens during insertion. The surgeon enlarged the incision to remove the lens and attempted another same model lens. This is one of two incidents that occurred to this patient. See manufacturer report 2023826-2007-01242 & 2023826-2007-01243 for the other incident. A third cq lens was successfully implanted by doctor hand rotating lens to implant it. A suture was used to close the incision.